Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown, serial# unknown, product type: programmer antenna. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient programmer worked sometimes and sometimes it did not. The caller was unsure if it was the cable. When the patient tried to decrease the stimulation it would not connect, it made a noise and an info screen appeared. The problem has gotten worse. The caller was unsure what screen it showed when it didn't work. The caller noted they would call back when the patient was available to determine what screen came up. Additional information was received indicating there was poor communication due to the programmer, beginning several weeks ago; this occurred with and without the antenna. The caller alleged the antenna was damaged. No patient symptoms or further complications were reported as a result of this event.